Event description:
Baxter reported. "The main body (light blue) and the twist clamp became seperated. The root cause of this event is due to broken occluder feet. There was no pt injury or medical intervention associated with this incident.